Event description:
It was reported that there was an impedance alert for high undefined impedance on the right atrial (ra) lead. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.